Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer received a power source alert. Customer's blood glucose was between 139-405mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.